Event description:
It was reported that the unit rewarmed to 41 degrees celsius and the user wanted to cool the temp to 39 degrees celsius. The unit went down to 33 degrees celsius instead. The device was not changed out. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The device was mfg before 1999. Investigation in process, but not yet completed.